Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received indicated that the issue was with the right atrial lead and not the right ventricular lead. Chest x-ray revealed proper positioning with both leads. Measurements were found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant, the right atrial lead exhibited increased capture thresholds. It was noted that the patient was experiencing chest pain with the atrial pacing. The device was reprogrammed and the pain subsided. Patient was stable and will continue to be monitored.